Event description:
[Ect therapy] use for covid-19 under emergency use authorization (eua): I had ect therapy done at (B)(6) hospital 80 times in the span of two years (2019-2020). I cannot remember anything. All my memories are gone and I cannot make new ones. I feel as if I am a child and don't know if I will ever be able to work or do things on my own. I feel scared and alone, no one understands me or what has happened to me. I want justice, my life was taken from me literally. I did lsd (B)(6) of 2019 and felt a demon enter my body and start to claw me. It hurt me and it would not stop. I stayed in a hospital for a while. I screamed and cried from the pain it was unbearable. I would do anything to make it stop. I would hug legs of doctors asking them to help me, they did they started shocking my brain. I had my brain shocked to the point where I became retarded (medically speaking). I was a girl who was being torn apart by something dark, my head was all there I was just reacting to the pain. The ect therapy did not help, it just made me stupid. I was on antipsychotics while having constant brain injuries, I was put on every single antipsychotic that exists while I was doing this therapy. I felt like I had to do the therapy 40 more times after I "graduated" from it because I accidentally took my medication twice. A medication that was in the form of five pills, I took ten. I felt the demons come back and I landed back in the hospital where I begged doctors to save me and do whatever they could to help me. They shocked my brain 40 more times. It did nothing, I just became more stupid and now I cannot remember anything and I have major ptsd. I wake up at night in fits of rage during some points, I cannot stop it. I am a different person apart from the person I will never remember. I want justice. I want my psychiatrist punished. Our health care system is a scheme and I deserve to be compensated. I was experimented on and got mkultra'd because I was desperate and willing to do anything they wanted. Dates of use: (B)(6) 2019 - (B)(6) 2020. Dose reduced: (B)(6) 2020. FDA safety report ID# (B)(4).